Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37791, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller stated the patient was trying to charge their implanted neurostimulator today and the thermometer screen kept coming up saying it was overheating. Caller confirmed the patient had a pillow covering the recharger antenna. Agent reviewed with caller to remove the pillow from the antenna and let the recharger sit for a couple minutes and then try to charge again. Agent called caller back and patient came on and said they were still seeing thermometer screen. Agent sent replacement recharging antenna request to repair. When asked doctor, caller said they no longer had a doctor assigned to the patient as dr. Young was no longer there. Patient mentioned they had a cord replaced before - patient first said it was the antenna cord, but then said it was the desktop charger cord.